Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00002, 3007963827-2018-00003, 0002648920-2018-00013, 0001822565-2018-00110. Patient had bilateral knee surgery at the same time. Two patellas were used. Lot number could be either 63704418 or 63256501. Expiration date could be either jun 30, 2025 or jan 31, 2024. Manufacture date: jun 19, 2017 or feb 03, 2016. Concomitant medical products: femur cemented cruciate retaining (cr) standard right size 11 catalog#: 42502607002 lot#: 63665082. Tibia cemented 5 degree stemmed right size g catalog#: 42532007902 lot#: 63659216. Articular surface fixed bearing ultracongruent (uc) right 10 mm height catalog#: 42521200610 lot#: 63025074. Stem extension tapered cemented 14 mm diameter +30 mm length catalog#: 42557000114 lot#: 63693040. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain after a knee arthroplasty procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.